Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: rs232 port missing jack screws there were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4530 ml during drain 4 of 4 of treatment. This drain volume is 182% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. Additional information was provided via email which stated the clinic was unaware of the exact problem, other than the patient reached out stating that their cycler broke. The patient did call a few days later and stated that they weren't able to perform manual bags, so they hadn't dialyzed for two days. No further details were shared with the clinic per notes in the patient's chart. There was no change to the patient's status as it related to the reported event. The patient was unable to continue therapy after the reported event and wasn't able to perform manual dialysis due to their shoulder issues. The patient was able to dialyze once the new machine arrived without any significant effects to their health, however, their monthly blood draw was delayed due to the lack of dialysis for two days.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4530 ml during drain 4 of 4 of treatment. This drain volume is 182% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. Additional information was provided via email which stated the clinic was unaware of the exact problem, other than the patient reached out stating that their cycler broke. The patient did call a few days later and stated that they weren't able to perform manual bags, so they hadn't dialyzed for two days. No further details were shared with the clinic per notes in the patient's chart. There was no change to the patient's status as it related to the reported event. The patient was unable to continue therapy after the reported event and wasn't able to perform manual dialysis due to their shoulder issues. The patient was able to dialyze once the new machine arrived without any significant effects to their health, however, their monthly blood draw was delayed due to the lack of dialysis for two days.

Manufacturer narrative:
Additional information: b5 correction: a4.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4530 ml during drain 4 of 4 of treatment. This drain volume is 182% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the patient stated they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.